Event description:
Syringes are drawing in air pockets. End-user believes this is due to the plunger being smaller, allowing air pockets to be drawn into the barrel.

Event description:
Syringes are drawing in air pockets. End-user believes this is due to the plunger being smalller, allowing air pockets to be drawn into the barrel.

Event description:
Syringes are drawing in air pockets. End-user believes this is due to the plunger being smalller, allowing air pockets to be drawn into the barrel.